Manufacturer narrative:
The cartridge compartment and the drive unit piston rod are contaminated/corroded. A wrong cartridge change caused liquid in the cartridge compartment thus the contamination/corrosion of the piston rod. As consequence, high friction led to a blockage of the drive unit which triggered e6 error messages. The infusion device correctly triggered the e6 alarm to alert the customer that the drive unit was blocked. There was no inaccurate delivery of insulin.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin.